Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153333.

Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing. No intervention was performed. There were no patient consequences.